Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a sudden drop in shock lead impedances for the right ventricular (rv) lead. Technical services (ts) reviewed and found the shock lead impedance was steady and dropped low out of range. Ts recommended considering further evaluation for this device. The crt-d and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.